Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 32 mg/dl. The customer declined troubleshooting assistance for low blood glucose, advising that he had the low blood glucose under control and could feel it when his blood glucose ran low.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.